Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nitroglycerin glass bottle infusion infused faster than expected and was completed within 30 minutes. The devices were sequestered and found to be operating appropriately, as well as, the programming by the end user was verified to be correctly entered. The patient was experiencing hypertension and the over infusion of nitroglycerin did not seem to affect the patient negatively, therefore there was no patient harm caused from the event.

Event description:
It was reported that the primary infusion of nitroglycerin 50mg/250ml at 100mcg/min infused faster than expected and was completed within 30 minutes while in use on a geriatric patient in the critical care department. The devices were sequestered and found to be operating appropriately, as well as the programming was verified to be correctly entered. The patient was experiencing hypertension and the over infusion of nitroglycerin did not affect the patient negatively, however, the patient required to have their vital signs monitored more closely.

Event description:
It was reported that the primary infusion of nitroglycerin 50mg/250ml at 100mcg/min infused faster than expected and was completed within 30 minutes, while in use on a geriatric patient in the critical care department. The devices were sequestered and found to be operating appropriately, as well as the programming as verified to be correctly entered. The patient was experiencing hypertension and the over infusion of nitroglycerin did not affect the patient negatively, however, the patient required to have their vital signs monitored more closely.

Manufacturer narrative:
The customer's report of a nitroglycerin infusion having infused faster than expected could not be confirmed. Physical inspection showed no anomalies. An infusion of the drug nitroglycerin, 50mg / 250ml (drugid=512) was started on 11/mar/2019 at 5:26pm. The initial rate was at 24ml/h. The infusion dosing was being titrated throughout the infusion ranging from a low of 20mcg/min to a high at 100mcg/min which was the final dosing at the termination of the infusion on 12/mar/2019 at 12:40am. Occluded fluid side alarms began at 11:49pm on 11/mar/2019. They continued to occur until 11:52am when a new vtbi of 50ml was entered. The reason for a new vtbi could not be ascertained from the log. At this point the system recorded the volume infused at 136.287ml from the initial vtbi of 250ml, when the infusion was started. Air in line alarms began at 12:02am on 12/mar/2019 with the volume infused recorded at 140.784ml; the infusion was restarted. A remote IV order for the same drug was accepted and the infusion started at 12:09am with the rate remaining at 30ml/h and the new vtbi at 250ml. The recorded volume infused was at 141.699ml. It could not be ascertained from the log if a new bottle was hung. The priming volume for the incident disposable is approximately 25ml. When added to the recorded volume infused, 180ml approximately could have come from the initial bottle of 250ml. Air in line alarms began at 12:36am, with the infusion manually restarted once and after the second air in line alarm the infusion was first placed in standby mode for delay at 15 minutes then was manually terminated at 12:40am. The total volume infused, when the infusion was terminated, was recorded at 155.549ml. Functional testing showed no anomalies. A cause for the reported incident of a nitroglycerin infusion having infused faster than expected could not be determined during the investigation. The testing process found the pump module with the incident disposable set to be infusing within specification. The inspection process performed on the pump module and incident disposable set found no existing malfunctions; the disposable silicone segment section was within specifications. The root cause of the customer's report could not be identified.

Manufacturer narrative:
Patient age and dob requested but not provided, however, the customer stated that the patient was a geriatric patient.

Event description:
It was reported that the primary infusion of nitroglycerin 50mg/250ml glass bottle infusing at a rate of 100mcg/min infused faster than expected and was completed within 30 minutes while in use on a geriatric patient in the critical care department. The devices were sequestered and found to be operating appropriately, as well as, the programming by the end user was verified to be correctly entered. The patient was experiencing hypertension and the over infusion of nitroglycerin did not seem to affect the patient negatively, however, the patient required to have their vital signs monitored closely with additional vital signs being taken.